Manufacturer narrative:
(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for needle separation from holder was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that when the collector had inserted the bd vacutainer eclipse blood collection needle and went to push the tube onto the barrel the holder detached from the needle. No serious injury or medical intervention.